Manufacturer narrative:
The insulin pump had normal operating currents and passed the self test, reset error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. The insulin pump was programmed with a test meter and communicated properly. All boluses delivered were found at the carelink report. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer's father reported via telephone call that the insulin pump was not able to upload. He did not recall the blood glucose reading. No error alarms were noted and the insulin pump passed the self test. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.